Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additionally, the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the large hem-o-lok clip applier instrument was not holding the clip correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred intraoperatively. There was no damage noted previously. The incident occurred while loading the clip and prior to use on the patient. The large hem-o-lok clips were used.